Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they experienced high and low blood glucose. The customer reported that the ambulance was called for the low blood glucose. The customer's blood glucose was 38 mg/dl at the time of incident. The customer stated that the blood glucose reached 400 mg/dl. The customer stated that they were treated with IV. The customer stated that they treated the high blood glucose with the insulin pump. The customer stated that the drive support cap appeared normal. The customer stated that the reservoir was showing the same amount of insulin as shown at the status screen. The customer stated that the insulin pump was not exposed to high magnetic fields. The customer declined to troubleshoot for high blood glucose. The insulin pump will not be returned for analysis.